Event description:
Hospital advised distributor on 9/2/94 that the table had tilted to 90 degrees by itself. Anesthesiologist was injured table tilted. Technician involved in the incident reported to s..j. X-ray's senior imaging specialist that the table would not move laterally using the foot switch. During renoval of the pt from the table, it began tilting and would not respond to the footswitch.